Event description:
It was reported that bd insyte autog bc needle partially retracted. The following information was provided by the initial reporter: multiple incidences between (B)(6) 2025, where the 18g insyte autoguard catheters failed to retract after use. No patient harm has been reported, but a safety concern for needlesticks. Additional response received on 07-mar-2025. 1. The needle failed to retract completely. 2. In some instances, it was delayed and not until removed from the patient, in others it has completely failed to retract.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4310288. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.